Event description:
A complaint of high readings was rec'd on a customer's precision xtra blood glucose meter. The customer obtained a reading of 19mmol/l and administered insulin based on this reading. Approximately one hour later, the customer experienced hypoglycemia and lost consciousness while out shopping. The customer was taken to a health care facility by an ambulance. The customer was treated with glucagon, ramipril and beta-blocker. The customer stayed at the health care facility for 3 days.

Manufacturer narrative:
Customer returned precision xtra blood glucose meter and test strips with lot number 41655. The complaint was not confirmed and no new issues were observed, all results were within range specification, and no errors or other issues were observed during control solution testing.